Event description:
The lead was reported due to insulation abrasion. The physician noticed an insulation break during a generator change out for an eri. The lead had a history of noise since (B)(6) of 2009. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.